Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, prior to the event the patient had no symptoms and did not check a cgm or bg value as she was driving. She passed out and had a car accident. She sustained a muscle sprain in her neck. Emergency medical services (ems) checked her bg and it was low (no specific value provided), so they gave her four packs of glucose and took her to the ER. She was given an 'elastic' neck bandage (presumed to mean a foam neck brace) and was stable with no head injury or other issues. No x-rays were taken. No bg or cgm values were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.